Event description:
Unit was found by biomed with a damaged/burnt pcb control board. Events leading to damage are unknown as unit was rarely used (per biomed). Complaint "damaged board" was forwarded to ohio medical on (B)(4) 2013.

Manufacturer narrative:
Per pat gallagher biomed, the unit involved was on a crash cart and was rarely used. He was notified that the unit was not working, retrieved the unit and powered it on but it did not work. He opened the unit and noticed the burnt smell and the board damage. He also noticed a loose part inside of unit. Unit was returned and damage was confirmed to be a burnt board. This unit and board are currently under further investigation by ohio medical corporation. Updates will be provided as they occur.